Event description:
It was reported that the device exhibited sudden battery depletion. During device check in (B)(6) 2016, the battery longevity was 6.8 years and in (B)(6) 2017, the longevity was at 2.9 years. It was also noted that the longevity was dropped to 3 years from (B)(6) 2017. No intervention has been done as the device remains implanted. The patient will be seen in clinic and scheduled for generator replacement. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
New information received states that the device was explanted and replaced. There was no consequence to the patient.